Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports that the needle detached from the hub while injecting insulin into his stomach. The customer further reports that he removed the needle with tweezers.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion, the results will be forwarded.